Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/15/2015 with the following findings: the pump powered on with the returned battery cap. The battery cap was able to fully tighten and a power loss was not duplicated. The battery cap was measured to be within specifications. There was a battery compartment crack observed below the grip pad. Call service 052 and 054 errors were observed in the pump's black box from 10/28/2014 to 10/30/2014. Pump reboot events were obseved in clearing of the 052/054 errors. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. No "intermittent power" events were duplicated during investigation. There was no evidence of moisture or loose components inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was an intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.